Event description:
A consumer reported experiencing mild pain and that a corneal ulcer was diagnosed in his left eye assocaited with wear of focus night and day lenses. Medical records obtained from the treating physician indicate that a centrally located corneal ulcer (1.5mm) was diagnosed and treated with ocufloxan. The patient did not return for follow up care. Follow up care was obtained from different physician who indicates in 2006 that vision has improved and lens wear has resumed on a gradual wear schedule. Follow up visit five days later indicates patient has resumed lens wear and no further visits required. No further information is available at the time of this report.